Event description:
The customer stated that the insulin pump alarmed failed battery test. The customer's blood glucose reading was 370 mg/dl at the time of the phone call. Troubleshooting was performed, and the insulin pump passed the prime test. However, the high pressure test failed. The insulin pump alarmed no delivery after the high pressure test was concluded. When the insulin pump's history files were checked, it was found that the total amount of insulin recorded as being delivered did not match the total amount of insulin delivered via boluses. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.